Event description:
It was reported that the user observed a low blood glucose value of 55 on the ilet system shortly after replacing the cgm, with the cgm in a warmup period and no active cgm readings, and the user suspected a compression-related low after waking from sleep; a small amount of carbohydrates was consumed. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included no medical intervention, hospitalization, or long-term impact. Investigation included troubleshooting and user education regarding potential compression lows, cgm warmup limitations, and confirmation that no device alerts or alarms occurred. Investigation of this case revealed no device malfunction and no component failure identified; the event was assessed as a possible spurious low related to sensor conditions during warmup and sleep positioning, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.